Manufacturer narrative:
We were not able to make any further investigation at the moment. We will send you a follow-up report as soon as possible.

Event description:
The obelisc le end plates dislodged.